Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('evil coils are out of me/ hysterectomy') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pain in extremity ("big toe on my left foot has become so painful and can barely bend it either"). The patient was treated with surgery ((date unspecified) hysterectomy). At the time of the report, the medical device removal and pain in extremity outcome was unknown. The reporter considered medical device removal and pain in extremity to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: foot has become so painful and can barely bend it either, evil coils are out of me/ hysterectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2019: quality safety evaluation of ptc (product technical complaint). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp pains') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pain in extremity ("big toe on my left foot has become so painful and can barely bend it either"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain and pain in extremity outcome was unknown. The reporter considered pain in extremity and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: foot has become so painful and can barely bend it either, evil coils are out of me/ hysterectomy, sharp pains. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: social media received. Event sharp pains was added. Previously reported removal surgery details updated to event pelvic pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp pains') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain in extremity ("big toe on my left foot has become so painful and can barely bend it either") and vitamin d deficiency ("vitamin d deficiency"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, pain in extremity and vitamin d deficiency outcome was unknown. The reporter considered pain in extremity, pelvic pain and vitamin d deficiency to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: foot has become so painful and can barely bend it either, evil coils are out of me/ hysterectomy, sharp pains, vitamin d deficiency. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event vitamin d deficiency added and new reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp pains on the right side') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain in extremity ("big toe on my left foot has become so painful and can barely bend it either"), vitamin d deficiency ("vitamin d deficiency") and abdominal pain lower ("constant cramps"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, pain in extremity, vitamin d deficiency and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, pain in extremity, pelvic pain and vitamin d deficiency to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: information received via social media. Event" cramp in lower abdomen" was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('evil coils are out of me/ hysterectomy') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pain in extremity ("big toe on my left foot has become so painful and can barely bend it either"). The patient was treated with surgery ((date unspecified) hysterectomy). At the time of the report, the medical device removal and pain in extremity outcome was unknown. The reporter considered medical device removal and pain in extremity to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: foot has become so painful and can barely bend it either, evil coils are out of me/ hysterectomy. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.